Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer indicated that he changed the port, site, reservoir and battery but cannot get to prime and indicates non-delivery. Customer's blood glucose was unknown at the time of incident. Customer declined troubleshooting and was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test or verify the no delivery alarm due to the motor error alarms. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.